Event description:
It was reported the lead displayed high threshold and high impedance. Reprogramming from bi-polar to uni polar was performed and the threshold and impedance values were normal. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.